Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. During visual inspection, seals all intact. Functional testing duplicated the reported complaint. Verified downstream occlusion sensor seal bubbled. Found multiple high alarms displayed. Air in-line detected in event log and device alarmed air-in-line while performing testing with 100ml cassette. The root cause of the reported issue is unknown. However, replaced downstream occlusion sensor seal. Also, recommended replacing air detector as a preventative measure.

Event description:
It was reported that there was a bubbled downstream occlusion sensor seal. No patient injury was reported.